Event description:
The customer reported being hospitalized for high blood glucose of over 418mg/dl. The customer stated that her glucose level did not drop lower than 600 mg/dl. The customer was treated with an insulin injection of 20 units. Troubleshooting was performed. Ran a high pressure test and the insulin pump alarmed. The customer stated that she was feeling nausea and thirst. It was also stated that the device did not alarm when the cannulas were bent. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.